Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to resolve the issue and assumed the findings were made is correct which is "possible that the vent circuit was placed close to fan inlet letting hi fio2 enter the vent". Root cause of failure is due to most likely o2 enriched ambient air getting to the sensor on the main electronics through the device cooling fan. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. However, technical support indicated that it is likely that the ventilator's circuit was installed near the fan inlet, allowing high fio2 (fraction of inspired oxygen) to reach the ventilator. If the problem recurs during testing, the customer will call back. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us ventilator was having an alarm 278 - internal o2 sensor drift while pulling the patient from the ventilator. The technical support advised customer to run the ventilator to see if it's repeatable. The customer confirmed that there was no patient harm associated with the reported event.